Event description:
Response was received from the physician that there is no evidence that the patient's depression is worsening. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was initially reported that the patient experienced an increase in depression. It was concluded that the events were due to the device at an end of service (eos). Implant card was later received reporting that the patient had a generator replacement due to prophylactic reasons. During pre-op, the battery level was not seen at eos, but with an intensified follow up indicator (ifi). The explanted generator has not been received to date. No other relevant information has been received to date.